Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a error code 41622 when running the pump. When the manufacturer representative opened the pump, the hub gear that attached to the motor was not aligned properly to the flat gear. The cause of the customer reported problem was the setscrew was not tightened or loctite applied resulting in the hub gear slipping out of alignment. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative cleaned and secured the hub gear to the motor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that device displayed error code 41622 when turned on. There is no patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.